Event description:
Pt was implanted with nail and plate constructs on (B)(6) 2011. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware due to an infected fracture. Pt was treated with implanted antibiotic beads. This is the 5th report of 22 for the same event.

Manufacturer narrative:
Investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition.